Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose since 4 a.m. The customer¿s blood glucose level began at 200 mg/dl then got up to 535 mg/dl. The customer¿s current blood glucose level was 476 mg/dl. The customer stated they were very thirsty. They treated their high blood glucose with the insulin pump. Troubleshooting was performed. The customer stated they had already changed the infusion set and used the same reservoir. Their blood glucose was dropping. The device will not be returned for analysis.